Event description:
Pharmacist of the facility reported to baxter (B)(4) of a dehp free solution administration set in which the operator observed a leakage between the set and the flow regulator although the good connection "click" was confirmed during the connection. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of was confirmed during sample evaluation. One sample was available at the plant for evaluation. The set was connected with a non baxter flow regulator. Visual inspection revealed no non-conformities. Set was leak tested under water and a leak was revealed from the luer lock connection to the flow regulator. The cap was dismantled from the luer to be further investigated. It was revealed that the luer had a tiny plastic residue on it (seems to be solvent used to bond the tube to the luer). Residue was cleaned from luer and re-tested for leaks. No leaks were revealed, thus indicating that the leak was generated by lack of sealing due to the residue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.